Event description:
It was reported that, "femoral component was loose and removed. New component with augments was cemented with cemented stem."

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.